Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with the 530 medi-trace foam electrodes. The customer reports the electrodes caused ulcerative lesions. The lesions were the size of the gel portion of the electrodes. The patient was advised to use neosporin, the patient reported no improvement with the use of the neosporin and discontinued using the product. The patient sought further treatment with their family doctor administered a cortisone injection, and prescribe prednisone and zyrec. No further information on the status of the patient is available at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.